Event description:
It was reported that during a laparoscopic cholecystectomy, one clip fell off the tissue, one clip was scissored, and one clip tore the duct. No additional information is available.

Manufacturer narrative:
(B)(4). The instrument was returned in good visual condition and with one clip in jaws. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process. (B)(4). Damaged locking cam.